Event description:
It was reported to boston scientific corporation that an unknown - resolution clip was used to a procedure performed on (B)(6) 2024. During the procedure, the clips would not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.